Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a cracked drive support cap. The customer also reported that they can smell insulin on the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, a broken belt clip slot, minor scratches and a cracked display window. The drive support disk was inspected and no anomaly was noted. No moisture damage was found on the motor or electronics assembly.